Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken device".

Event description:
Healthcare professional reporting a "broken device". This relates to the left device. Device remains implanted.